Event description:
A report was received that the patient had developed an infection. The patient had boil/cyst at the ipg site, the skin was black, and the ipg was eroding towards skin with drainage, swelling, and pain. The physician could not confirm if the infection was caused by the device. The patient was admitted in the hospital and was prescribed antibiotics. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/518794, description: linear st lead, 50cm. Model #: sc-2218-70, serial/lot #: (B)(4)/463632, description: linear st lead, 70cm, the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.